Event description:
On (B)(4) 2017, the following information was received via email: "had an event with seri at 3 years, being balled up and needing to be removed. In my limited experience, I have not heard of such an event." No additional information was provided. (B)(6) 2017: dr. (B)(6) called and supplied additional information. He reported that a patient had come in 2 or 3 years ago and her breasts had bottomed out from a previous augmentation. At this time, he implanted the seri surgical mesh at the base of the breasts for extra support. Then 2 or 3 months ago, she came into the office with a lump on the underside of one breast. She was referred to a surgeon who decided to remove the lump. The lump was removed, there was scar tissue surrounding the seri mesh that was balled up. The surgeon stated the patient had a foreign body reaction. Dr. (B)(6) stated he has used the seri with no issues in the past. He was not in the office and was unable to provide lot number. He will check in with his office next week and call us back. On (B)(4) 2017: spoke with the physician again and he was unable to give any additional information. The facility were the "balled up seri" was removed would not provide any additional information to dr. (B)(6).